Event description:
It was reported that the atrial lead exhibited noise, causing several mode switches. The lead would be replaced when the pulse generator reaches elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.